Event description:
A 3.5 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted in a pt for treatment of a right coronary artery lesion. Vessel morphology was not reported. The lesion was not pre-dilated. It was reported that the device was inserted to the lesion site; upon deflation of the balloon the balloon would not deflate. The physician could not withdraw the balloon back into the catheter; the sds and the guide catheter had to be removed as one unit. The pt is reported to be stable and no additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The stent delivery system was stuck firmly in the guide catheter. The distal balloon was bunched against the tip of the guide and could not be withdrawn fully into the guide catheter. During the later attempt to withdraw the sds through the guide catheter it was discovered that the guide catheter tip had folded in on itself, most likely as a result of the physician trying to pull the partially deflated balloon back into the guide catheter. The sds was partially pulled distally from the guide catheter and the guide catheter tip was manipulated back out. A vacuum was pulled on the device in an effort to further deflate the balloon and only then could the device be withdrawn from the guide catheter. The catheter was then inspected and there were no stretched bonds noted on the device. The catheter shaft was kinked. The 0.014" guidewire was still inserted in the device and could be moved proximally and distally with some resistance noted. Hardened blood was found on the guide wire, when this was removed, no resistance was noted in moving the wire through the inner lumen. The device was then inflated with no issues noted and held a pressure of 9 atms. A deflation time was recorded which was well within the desired deflation time, which also indicated that the kinks in the shaft did not impact on the deflation of the device. The sds was re-inserted into the guide catheter, inflated with no issues noted and a deflation time within desired time was achieved. An attempt was made to load a 0.014" mandrel into the device through the luer; this attempt failed as the mandrel could not pass the kinked area. The catheter was cut in two just proximal to the jacket bond and a 0.014" floppy wire was loaded successfully distally through the hypotube and exited out of the luer, indicating that there were no patency issues with the device. The device was inspected prior to use with no issues noted. No difficulties were encountered during the delivery or inflation of the device. Deflation difficulties were experienced directly after the first inflation.